Event description:
Patient revised to address loosening found patella had sheared off the pegs and was floating in the knee; polyethylene wear noted on insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.